Event description:
The customer obtained false positive alinity I total b-hcg results for two samples. The following initial and repeat results were provided: (B)(6) 2022 patient: 56.7 and <2.4 miu/ml. (B)(6) 2022 patient: 196.0 and <2.4 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2022-00040 under a different suspect device. Patient information: no specific patient information was provided. The field service representative (fsr) inspected the analyzer and resolved the issue with replacement of the syringe assy (7-77650-08). No additional discrepant result issues have been reported since the service activity was completed. The syringe assembly was determined to be the cause of the issue. The instrument service history review revealed one additional service ticket. However, there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review for the alinity I processing module revealed no systemic issues or trends related to the result issue described in this complaint. Trending data and manufacturing documentation for the syringe assembly did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity I processing module.